Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that system diagnostics at a routine office visit resulted in high lead impedance. The patient was asymptomatic. X-rays were obtained and reviewed by the physician. Physician reported there were no obvious lead discontinuities. Revision surgery was performed in which the lead was replaced. It was observed in surgery that the portion of the lead coming out of the header right after the connector pin was bent at an acute angle and lying on top of the generator. The existing lead and generator were tested in the or and an intermittent lead discontinuity was noted. The existing lead was removed and a new lead was implanted successfully and connected to the existing generator. System diagnostics tests indicate normal device function. The device was turned off following the lead revision surgery. Attempts to obtain the explanted lead for product analysis are underway.